Event description:
Info received indicates the right head brake caster will continue to swivel after the brake is set.

Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.